Manufacturer narrative:
The quattro catheter associated with this complaint was not returned for evaluation. The product was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The quattro catheter (lot # unknown) was smoothly inserted into the patient's femoral vein. As soon as the quattro catheter was connected to the thermogard console and the cooling phase of the therapy initiated, the user observed blood in the orange luer. There was no alarm noted on the thermogard console. The catheter was immediately removed, and a second quattro catheter was used to continue the ivtm treatment. No consequences or impact to patient.